Event description:
It was reported that this right atrial (ra) lead exhibited high captured thresholds and was non-functioning. A revision procedure was discussed with (B)(6), however, no further details were provided. No adverse patient effects were reported. At this time, this lead remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).